Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/29/2018, that on 07/29/2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed all relevant tests. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.